Event description:
The report received from the (B)(4) study states that the patient after stent placement the physician noticed spasm distal to the stent. The adjudication committee also agreed that a peri procedural myocardial infarction occurred. The patient is a (B)(6) man with a history of CABG surgery in 2003, dyslipidemia, hypertension, ventricular arrhythmia and former smoking who presented with no angina, a positive functional ischemia study and an 80% stenosis with timi 2 flow in the proximal circumflex (cx). On (B)(6) 2011, the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent ((B)(4)/ lot 15261976) in the proximal cx. The cardiac catheterization report noted sluggish flow distal to the stent after stent deployment. The patient was given intracoronary and sublingual ntg. The distal flow recovered but there remained an area of spasm distal to the stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The post-procedure course was uncomplicated and the patient was discharged on the same day on dual antiplatelet therapy. An adjudication report was received agreeing that the patient suffered a peri procedural mi related to the index procedure and related to the cordis product.

Manufacturer narrative:
The report received from the (B)(4) study states that the patient after stent placement the physician noticed spasm distal to the stent. The adjudication committee also agreed that a peri procedural myocardial infarction occurred. The patient is a (B)(6) man with a history of CABG surgery in 2003, dyslipidemia, hypertension, ventricular arrhythmia and former smoking who presented with no angina, a positive functional (B)(4) study and an 80% stenosis with timi 2 flow in the proximal circumflex (cx). On (B)(6) 2011, the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent ((B)(4)/ lot 15261976) in the proximal cx. The cardiac catheterization report noted sluggish flow distal to the stent after stent deployment. The patient was given intracoronary and sublingual ntg. The distal flow recovered but there remained an area of spasm distal to the stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. Pre-procedure on (B)(6) 2011 at 08:43, the ck was 169 (nl 215, ratio <1), the ckmb was not performed and the troponin I was <0.03 (nl 0.03, ratio 1). Post-procedure on (B)(6) 2011 at 16:34, the ck was 104 (ratio <1), the ckmb was not performed and the troponin I was 0.26 (ratio 8.66). The post-procedure course was uncomplicated and the patient was discharged on the same day on dual antiplatelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint of vascular spasm were investigated, and there is no evidence to suggest there were any manufacturing issues that contributed to the reported event. A coronary vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the heart muscle. This may lead to chest pain or even mi (myocardial infarction). Unlike typical angina, coronary vessel spasms usually occur at rest. Coronary spasms most often occur in people with risk factors for heart disease, like smoking, high lipids and hypertension. Spasms may be triggered by tobacco use, exposure to cold, extreme emotional distress and use of illicit drugs. Treatment of spasms may include medications such as nitrates, calcium channel blockers and 1-arginine, which may reduce the risk of reoccurrence. Review of the information suggests that patient factors may have contributed to the reported events. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.